Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 180 mg/dl. As the customer did not have additional cartridges and infusion sets available at the moment, tandem technical support was unable to perform a complete system check to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.